Manufacturer narrative:
Follow up #1 12/12/2016 device evaluation: the pump has been returned to animas and evaluated on 11/18/2016 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.